Manufacturer narrative:
The insulin pump had operating currents within specification and no battery out limit alarm was noted. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip and a corroded battery tube.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they have changed out the battery several times to clear the alarm. It was found a battery out limit alarm occurred after the battery change and now their keypad was fully unresponsive. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer reported possible moisture exposure from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.